Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® ctad blood collection tubes were having fm inside the plasma, no report of medical interventions or serious injury.

Manufacturer narrative:
Medical device type corrected to jka. PMA / 510(k)# corrected to k991120.